Event description:
Prior to starting a plateletpheresis procedure the donor was given five 200 mg tums tablets. During the plateletpheresis procedure in 2003 the donor experienced persistent tingling 30 minutes into the procedure. The citrate infusion rate (cir) was lowered to 1.10 mg/kg/min and donor was given three 200mg of tums tablets. The donor complained of being cold and tired at 45 minutes into the procedure. Procedure was paused for 15 minutes and then was discontinued at the donor's request. All symptoms resolved after 20 minutes and the donor went home. Total volume whole blood processed: 2720 ml. Total volume of acd infused: 322 ml. Total volume of plasma collected: 442 ml. Acd ratio: 10:1. Procedure start/stop time: 1200 - 1300 (60 minutes).